Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent and ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent and ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132, (sn: (B)(6)). The returned ipg was analyzed and the complaint was confirmed. Upon receiving, the device was no longer functioning. The device was undetectable, and it could not be charged. The device was cut open and it was found the battery voltage was depleted to 1.85 volts. Electrical test revealed a high quiescent current excessive, and low impedance, and high temperature on asic u2 (application-specific integrated circuit). System data log was retrieved using an external power supply. The log indicates that the device was working prior to the explant procedure. An analysis of the data log revealed that the patient was not able to effectively align the charger to receive an optimal charge. Review of the charge log confirms that the charging current is quite low on instances where the patient was unable to fully charge the ipg. It appears that the patient had difficulty aligning the charger with the ipg, resulting in the low charging current, causing the reported frequent ipg charging. The conclusion was unintended use error caused or contributed to event.